Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, the patient¿s demographics was no provided.

Event description:
It was reported the tubing separated from clave. There was no injury.